Manufacturer narrative:
The distal end of the anchor is cracked and bent slightly. The inserter, anchor and suture are soiled with human matter. The condition of the device indicates that during insertion into the joint space the anchor impacted either an ancillary device or a boney structure causing the observed damage. No root cause related to the manufacture of the device can be established. Device history record review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that during a rotator cuff repair procedure, after opening the package, the doctor found a crack at the tip of the anchor. A backup anchor was used to complete the procedure.